Event description:
It was reported that the patient presented one-day post-implant. Upon device interrogation, ventricular and atrial sensing was observed to occur simultaneously. A chest x-ray confirmed that the right atrial lead had fallen into the ventricle. The lead was successfully repositioned on (B)(6) 2022. The patient was stable.